Event description:
It was reported that an unknown alarm occurred indicating insulin deliveries were stopped. Tandem technical support reviewed pump history and was unable to find the alleged alert. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Customer's blood glucose level was 209 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.